Event description:
Caller reported that t:slim x2 pump battery would not charge, and pump screen was dark, making confirmation of power source alerts impossible. Despite using tandem charging cable and wall adapter, and attempts to charge for 30 minutes, pump did not recognize charging connection, even when alternate adapters and cables were tried. There was no reported impact to customer¿s blood glucose level. Technical support agreed to replace the pump, instructed caller on battery depletion and return procedures, and advised on steps to take with replacement pump. Customer acknowledged instructions and planned to use mdi for insulin delivery until replacement arrives.